Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-5100jd1. Troubleshooting was performed. Sensor is not communicating with app. Advised to move them closer together, force close the app, turn bluetooth on/off and restart mobile. Connection did not re-establish. Explained steps to delete sensor and pair to mobile device. Pairing was not successful. No harm requiring medical intervention was reported. No product return is required for mmt-5100jd1.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Received one partial opened/used sensor condition, and performed a visual inspection of the sensor flex any physical damage and none were found. Checked the transmitter casing for any physical/cosmetic damage and none were found. The unit was able to download traces through (the blue dongle download station) (utilizing synergy prod download tool 1.2a). No communication anomalies found. However, unit received with an error event in the traces. An error message appeared on trace data: ..\..\source\platform\afe\lib_afe\src\lib_afe_error.c. Line 82 errordata 458769. In conclusion: the customer complaint of not communicating is not confirmed. However, the unexpected error alert needs additional engineering analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.